Event description:
The affiliate reported that the locator tool is defect, stop does not work. The affiliate responded to questions below: no consequences for the patient. Need not longer than 30 minutes. What actions were taken as a result of this incident? Switch to the 2. System in the house, call me and I changed. Now they have two working systems. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned tms unit confirmed the complaint of "the locator tool is defective". During evaluation it was verified that the pin in the 'indicator tool' was loose. The loose pin issue has been addressed and corrected during (B)(4). Supplier incorporated a change in the assembly procedure adding a (B)(4) push out test and visual inspection for fracture. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.